Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm monopolar curved scissors was analyzed, and the findings did not replicate or confirm the customer reported event. The unit was analyzed and visual inspection did not reveal any damage. The instrument passed electrical continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cautery test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 8mm monopolar curved scissors instrument was being activated while the surgeon wasn¿t using the instrument. The surgeon uses the instrument for blunt dissection, but the cautery kept being activated. The instrument was removed and was not used again. The procedure was completed with no reported injury.